Event description:
The customer reported a leak of about ¼ cup of greenish blue fluid in the white catch tray under the secondary probe on the coulter coulter lh 750 hematology analyzer station. The leak was also noted on the counter under the instrument. The customer was unable to determine or see the source of the leak. The probe wipe assembly may contain blood, controls and diluent during normal operation and lh cleaner (coulter clenz) during shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place the customer cleaned up the leaked and contacted technical support for assistance.

Manufacturer narrative:
On (B)(6) 2012, the customer called back to report that the rinse cup had broken in half. A field service engineer (fse) was dispatched to investigate the event. The fse found the rinse cup was broken and replaced it. The fse did not identify or note any other problems. The service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The cause of the leak was broken rinse cup. (B)(4).